Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that post implant, the ventricular lead dislodged and was repositioned. At the follow-up in 2008, the lead exhibited high threshold. The following month, the lead was repositioned again due to dislodgement.